Manufacturer narrative:
No list product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. Based on a review of similar complaints from this lot, the reported complaint can be confirmed; however, a probable cause cannot be identified without the physical sample returned for testing.

Event description:
The customer reported that primary plum set was leaking paclitaxel from the filter air vent while infusing. The spill did not come in contact with the patient or healthcare provider. The chemo spill was cleaned up per protocol and a spill kit was use. There was patient involvement but no adverse event and no medical intervention.